Event description:
The customer reported that there was no alarm when a desat value reached 60%. No pt harm was reported.

Manufacturer narrative:
(B)(4): the users did not describe the duration of the desaturation event or the alarm delay or the alarm averaging setting. The available info is not sufficient enough to support that this represents any malfunction or health risk. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.